Event description:
Customer reported damage to pump housing and usb port, which affected their ability to charge it, though the pump did not shut down as a result. There was no adverse impact to the customer¿s blood glucose level. As a solution, technical support arranged for a replacement pump to be sent, with the customer continuing to use their current pump for insulin delivery. The customer was informed about putting the pump into storage mode and acknowledged instructions to return the damaged pump with a pre-paid label within 10 days.